Manufacturer narrative:
The device was returned and the evaluation found there was printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit had a beeping alarm after it was powered on, the panel did not light up. The issue occurred during preparation for use. The therapeutic laparoscopic cholecystectomy was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.